Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) mentioned their ins was not holding a charge and pt had to charge every day since about 2 years ago. Pt said they think their ins may be getting weaker and pt said they even woke up this morning and their ins was depleted even though they charged it yesterday afternoon from 70-100% - pt said their ins was only lasting 12 hours. Pt said their ins would be replaced with another ins in about a month. Pt asked if the issue was likely with their ins. Tss discussed issue and redirected to hcp. No symptoms were reported.